Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. No anomalies were found. Visual summary analysis of the lead indicated apparent implant damage. The analyst noted the helix extended and retracted smoothly and within specification. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a system implant, the implantable cardioverter defibrillator (ICD) setscrew was not able to be engaged with the wrench. The device was not used and another device was implanted. During implant, the right atrial (ra) lead exhibited high thresholds and the helix was unable to be extended or retracted while in the patient. The lead was removed and the helix was able to be retracted. The physician decided to use a different lead. No patient complications have been reported as a result of this event.